Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the bronchofibervideoscope exhibited a pixelated image and was not functioning properly. The location of the event is unknown. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of pixelated image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on a-rubber is detached. Based on the results of the investigation, and since the device malfunction of pixelated image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The probable cause of the identified failure detachment of the adhesive on the a-rubber was traced to component failure, indicating an expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.